Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The full helix extension length was measured within specification. The cause of the reported event was due to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
H10 :correction: h6 ¿ previous report should have mentioned no problem detected at investigation conclusions.